Event description:
I am a pt at (B)(6). They made me improperly fitted dentures, and the teeth they filed down under the dentures turned black. Instead of making me new ones they are advising me to use denture cream.